Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts and a missing button contact was found. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the keypad cover was missing exposing all of the button contacts. The keypad buttons were tested; the contrast button was found to be unresponsive due to a missing button contact but all of the other buttons were confirmed to be responding appropriately. The buttons were examined and contamination was found under all of the button contacts. (B)(6).